Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced an increase in recharge burden wherein the patient is charging multiple times in a day. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient's ipg turned inoperable and patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.